Event description:
It was reported to tosoh bioscience by a customer that a tech made a wash solution that was made with only one bottle of concentrate per 5l of distilled water. The customer ran qc and pts all day long in 2008 until they noticed that the wash solution had been made up incorrectly. The customer replaced the wash with new wash solution that they made on the following day, with 2 concentrates of 5l distilled water. No pt injuries requiring medical intervention were reported.